Event description:
During the index procedure two in.pact av access balloons were used to treat the right arm cephalic arch. Approximately eleven (11) months post index procedure the patient experienced stenosis in the right upper extremity arteriovenous fistula. Angiography showed stenosis throughout the central vein and outflow vein. Angioplasty of the central vein and cephalic vein was done using a 9mm balloon catheter. Angioplasty of the right innominate vein was done using a 12mm balloon. Repeated angioplasty show patent proximal outflow and improvement of stenosis. Outcome status was recovered/resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.